Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized and treated with vancomycin (500mg, discontinued, route, frequency not reported), ceftazidime injection (1g, intraperitoneal, discontinued, frequency not reported) and amikacin (125mg, discontinued, route, frequency not reported) for peritonitis. Two days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Two days after the event onset, pd therapy was discontinued. It was reported that the patient's catheter was removed and the patient was shifted to hemodialysis twice a week. No additional information is available.